Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, (B)(6) days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 1096 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 14-apr-2023: ptc information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("the left fallopian tube reveals a metallic wire extending into the left cornu") in a 37 year-old female patient who had essure inserted (lot no. 825828) for female sterilisation. The patient had a medical history of chronic cervicitis, pelvic pain, back pain, ovarian cyst, dysmenorrhea, urinary incontinence, parity 2, gravida ii and endometriosis. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 1096 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotically assisted single site total laparoscopic hysterectomy, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one related surgery-n d 1 visible coils and tho left conua had 2 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.047 kg/sqm. [Hysterosalpingogram] on (B)(6) 2012: additional clinical iformation: essure sterilization findings: preliminary ap pelvic radiograph reveals bilateral pelvic essure device. Contrast injection opacifies normal-appearing uterine cavity outlining the retention balloon. On the right, contrast material opacifies the comu up to the essure medial extended outer coil. On the left, corneal contrast does not reach the essure medial extended outer call. Neither fallopian tube opacifies and there is no pelvic spill on either side. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: reporters,medical history,lab data,patient information,lot no.,non drug treatment added, event medical device removal updated to embedded device. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.